Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. As soon as additional information has become available and/or the device(s) have been returned for evaluation and an investigation result is available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that surgery (tha) was delayed by 1 hour since the devices turned out to be damaged when the nurse opened that sterile seal during surgery. Surgery was completed successfully with another device.